Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized with diabetic ketoacidosis and high blood glucose. It was stated that the customer was found unconscious at his house, the paramedics were called and he was taken to the hospital by ambulance. Blood glucose at the time of admission was 978 mg/dl. He was treated with insulin drip. It was stated that the customer was wearing the insulin pump at the time of the incident and the reservoir was found empty. Troubleshooting was not performed. The device will not be returned for analysis.